Manufacturer narrative:
The insulin pump passed the self test. No physical damage was found.

Event description:
The customer called to report that she was hospitalized due to a heart attack, swine flu, diabetic coma and high blood glucose levels. The customer stated that the insulin pump was ripped off her body, causing damage to the reservoir. Nothing further was reported.